Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A farawave catheter was reportedly used during a cti ablation procedure conducted several months prior. Three weeks following the ablation, the patient arrived at the emergency department in cardiac arrest. They were promptly transferred to the catheterization lab, where an acute blockage of the right coronary artery (rca) was discovered, involving a fresh thrombus over a chronic plaque. The patient had a known history of coronary artery disease. After receiving treatment, the patient made a full recovery and was discharged. The device involved is not anticipated to be returned. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter.